Manufacturer narrative:
Analysis of the fiber revealed a fiber which had a missing distal tip. The distal area of the fiber where the tip exhibited signs of breakage while laser energy was being transmitted. It is likely that the tip was pushed with too much force against a body structure, likely resulting in the distal tip breaking. The 1750 joules of energy usage indicates that the fiber did function and was used for a fair amount of time. In addition, the successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber.

Event description:
"While the pt was undergoing surgery for bilaterial non-obstructing kidney stones. A laser wire was being used in the left kidney when the tip broke off. The surgeon tried to retrieve the tip but couldn't, so he had to leave it in but assumes it will pass through the ureter without complication. Diagnosis or reason for use: used during renal surgery for non-onstructing renal stones."